Event description:
It was reported that the device suddenly restarted during use on the patient. No serious injury reported as a consequence.

Manufacturer narrative:
The investigation has just started; results will be provided in a follow-up report.

Event description:
It was reported that the device suddenly restarted during use on the patient. No serious injury reported as a consequence.

Manufacturer narrative:
The affected device was examined onsite by service technician and screen shots of the log file as well as additional information were made available for further investigation at the manufacturer¿s site. According to the additionally provided information, the requested part (pcb ccbii) was not replaced and therefore not available for further investigation at the manufacturer¿s site. Based on the investigation the reported issue could be verified: the log file shows that the device performed a restart due to a technical deviation within the electronic system on the (B)(6) 2021. Furthermore, log file entries indicate an issue regarding the internal battery. However, other than reported a battery-related restart on the (B)(6) 2021 could not be confirmed based on the provided information. The device continuously monitors the state and the function of internal components and software modules. If a technical deviation within the electronic system is detected, the device performs a restart to remedy the deviation. In this situation the pneumatic system opens which reduces airway pressure to ambient pressure and spontaneous breathing is possible for the patient. This system reset is combined with an audible and visible alarm of high priority. After approximately 12 seconds the device continues ventilating the patient with the last settings if this system reset has solved the deviation. In the current event, the restart remedied the issue as expected; the technical deviation causing the restart occurred only once and could not be reproduced. Furthermore, the device generated appropriate alarm messages to indicate that the life span limit of the internal battery had been reached and that the internal battery must be replaced. Replacing the internal batteries as well as the power supply finally solved the issue that was related to the battery-specific alarm messages. The device was successfully tested according to the manufacturer¿s specification and additionally operated for one week without further deviations. The number of similar cases, related to the same root cause, is within the expected range of the respective risk assessment and thus accepted

Event description:
It was reported that the device suddenly restarted during use on the patient. No serious injury reported as a consequence.

Manufacturer narrative:
Due to a technical issue with our internal emdr system we submitted for the form FDA 3500a an incorrect value for the field h3. - not returned to manufacturer.